Event description:
It was reported that the patient experienced the cuff was not being efficient enough for the patient with the artificial urinary sphincter (aus). The aus was explanted and a 4.0 cm cuff was implanted. Should additional relevant details become available, a supplemental report will be submitted.